Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer and further investigation revealed that the pneumatic back-plane was defective. Issue was solved by replacing pneumatic back-plane. However no parts returned for investigation and no device logs provided. Therefore, no root cause can be established. The pneumatic back-plane is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).